Event description:
The initial reporter stated they received discrepant results for two patient urine samples tested with crej2 creatinine jaffé gen.2 on a cobas 6000 c (501) module. The second sample also had discrepant results for tpuc3 total protein urine/csf gen.3. The initial creatinine values were reported outside of the laboratory. It was asked, but it is not known if any incorrect total protein values were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 0.4 mg/dl and repeated as 111.2 mg/dl. The second sample initially resulted in a creatinine value of 0.400 mg/dl on (B)(6) 2022. This sample was repeated twice on (B)(6) 2022, resulting in creatinine values of 80.80 mg/dl and 80.70 mg/dl. This sample initially resulted in a total protein value of 0.019 g/l with a data flag on (B)(6) 2022. The sample was repeated three times on (B)(6) 2022, resulting in values of 0.014 with a data flag indicating low sample volume, 1.02 g/l with a data flag, and 1.04 g/l with a data flag. The creatinine reagent lot was 570194, with an expiration date of may 2023 and the total protein reagent lot was 626934, with an expiration date of july 2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked all probes for correct adjustments and the sample probe was adjusted. All probes were cleaned. Rinse tubing and probes were ok. The investigation determined the service actions resolved the issue.